Event description:
The patient had pain due to a luxation of the head from the liner. At about 1 months post primary the surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 september 2024 lot 2311918: (B)(4) items manufactured and released on 14-jun-2023. Expiration date: 2028-05-29. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: liner: mpact hooded pe hc liner ø36/f (k132879) lot 2308601: (B)(4) items manufactured and released on 19- may-2023. Expiration date: 2028-05-07. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review.